Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), heavy menstrual bleeding ('menorrhagia') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 34-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2005, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain") and was found to have uterine leiomyoma ("fibroids/tumor"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation, hysterectomy (full),salpingectomy (bilateral),oophorectomy unilateral) and ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, abdominal pain and uterine leiomyoma had resolved and the abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, heavy menstrual bleeding, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2005. Patient received treatment for pelvic pain,abdominal pain, menorrhagia and fibroid. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. Imaging procedure - on (B)(6) 2003: test(s) (essure confirmation unspecified) bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), heavy menstrual bleeding ('menorrhagia') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 34-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2005, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain") and was found to have uterine leiomyoma ("fibroids/tumor"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation, hysterectomy (full),salpingectomy (bilateral),oophorectomy bilateral) and ablation in 2008). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, abdominal pain and uterine leiomyoma had resolved and the abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, heavy menstrual bleeding, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2005. Patient received treatment for pelvic pain,abdominal pain, menorrhagia and fibroid. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. Imaging procedure - on (B)(6) 2003: test(s) (essure confirmation unspecified) bilateral occlusion. Pathology test - on (B)(6) 2017: within each lumen of the fallopian tubes, is a silver metal coil that is grossly consistent with a permanent contraceptive device. Final microscopic diagnosis: supracervical hysterectomy, bilateral salpingectomy and unilateraloophorectomy: endometrium-weakly proliferative phase, myometrium-adenomyosis, leomyomata, ovary-phys10logic changes and multiple cystic follicles, fallopian tubes-benign bilateral fallopian tubes with paratubal cysts. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-jun-2021: updated imdrf code. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2005, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain") and was found to have uterine leiomyoma ("fibroids/tumor"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation, hysterectomy (full), salpingectomy (bilateral),oophorectomy nilateral) and ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain and uterine leiomyoma had resolved and the abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, menorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2005. Patient received treatment for pelvic pain, abdominal pain, menorrhagia and fibroid. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. Imaging procedure - on (B)(6) 2003: test(s) (essure confirmation unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received: case became incident. New events added: pelvic pain, abdominal pain and menorrhagia (heavy menstrual bleeding). On (B)(6) 2019: fu 2 and 3 processed together. Pfs and mr received: new events added: lower abdominal pain, abnormal bleeding (vaginal) and fibroids. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.